Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during initial drain. Per the initial report, the home patient (hp) had a system error 2240 (air in the set alarm). The technical service representative (tsr) explained the alarm and had the hp cycle the power two times to clear the alarm. The hp stated that she pressed go and then connected herself and that is when the alarm sounded. The tsr explained that the supplies were compromised and the hp would need to start over with new supplies. The tsr then advised the hp to call the registered nurse (rn) in the next 24 hours and let her know what happened. The hp understood the explanation, cleared the alarm, would start over with new supplies and would call the rn. Global product surveillance (ps) contacted hp on (B)(4) 2012. The hp was able to complete therapy with new supplies. The hp did not notice any defects with the original supplies and stated that she made the mistake and started therapy without being connected. The hp had discarded the original cassette and did not have a companion or know the lot number. The ps contacted the peritoneal dialysis nurse (pdrn) on (B)(4) 2012. The pdrn stated that the hp did not have any medical issues related to the reported problem. The pdrn stated that the hp was continuing with therapy. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) is confirmed because the patient reported pressing go prior to connecting himself, which is a use error that can cause system error 2240 alarms. The home patient (hp) stated that she pressed go and then connected herself and that is when the alarm sounded. The hp did not notice any defects with the original supplies and stated that she made the mistake and started therapy without being connected. The label review found the labeling adequate for the use error in this complaint. The assignable cause for the reported problem was use error-patient not connected when therapy initiated.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA. If additional information becomes available, then a follow up MDR will be submitted.